Manufacturer narrative:
On 08 may 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the visual inspection was performed. We confirm what wrote in the preliminary analysis. On the rim of the femoral head some signs were noticed, probably occurred during the extraction in revision. It is not possible to determine the root cause of the event.

Manufacturer narrative:
On 17 march 2017 the medical affairs director performed a clinical evaluation and commented as follows: femoral revision in a (B)(6) year old woman 4.5 years after primary cementless tha. The stem is clearly radiographically loose; the implant appears to be correctly positioned. Only one projection is available and shows a stem possibly slightly undersized, but this cannot be conclusively identified as the cause for mobilization. The former performance of the joint during the 4+ years is not reported. Aseptic loosening is a possible, multifactorial, literature-described adverse event following tha. There is no indication in this case that a faulty device caused the problem. On 17 march 2017 the r&d project manager performed a preliminary investigation based on the x-ray of the patient and commented as follows: the image was analyzed. From the received image it is possible to notice a ha coating almost totally absorbed, except in some little areas. There are no particular evident signs, except for some little signs in some points of neck and ball head, most probably due to the revision. From the analyzed picture it was not possible to determine the root cause of the event. Batch review performed on 17 march 2017. Lot 120446: (B)(4) items manufactured and released on 03 april 2012. Expiration date: 2017-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not yet received.

Event description:
The patient came in due to thigh pain without a particular trigger. At x-ray examination, subsidence of the stem was detected. A revision surgery was planned.